Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain in the lower right quadrant of her pelvis/pain") and genital haemorrhage ("abnormal bleeding (general) heavy") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pain ("pain"). On (B)(6) 2017, the patient experienced migraine ("severe migraine headaches/migraine/headache") and headache ("migraine/headache"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), nausea ("nausea"), abdominal pain lower ("right lower quadrant of abdomen") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), promethazine and surgery (hysterectomy full,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, dyspareunia and abdominal pain lower had resolved and the abdominal pain, nausea, dysmenorrhoea and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pain and pelvic pain to be related to essure. The reporter commented: all symptoms were dissipated following hysterectomy and recovery . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, nausea, pelvic pain. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and mr received. Events per pfs: abnormal bleeding (general), headaches, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), did not perform essure confirmation test were added, outcome of the events were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain in the lower right quadrant of her pelvis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), nausea ("nausea") and migraine ("severe migraine headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, nausea and migraine outcome was unknown. The reporter considered abdominal pain, migraine, nausea and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain in the lower right quadrant of her pelvis/pain") and genital haemorrhage ("abnormal bleeding (general) heavy") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pain ("pain"). On (B)(6) 2017, the patient experienced migraine ("severe migraine headaches/migraine/headache") and headache ("migraine/headache"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), nausea ("nausea"), abdominal pain lower ("right lower quadrant of abdomen") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), promethazine and surgery (hysterectomy full,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, dyspareunia, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, nausea, dysmenorrhoea and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms were dissipated following hysterectomy and recovery concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, nausea, pelvic pain. Most recent follow-up information incorporated above includes: on 22-mar-2019: pfs received : new events, "abnormal bleeding (vaginal), menorrhagia" were added. Outcome of events, "abnormal bleeding (vaginal), menorrhagia" were changed to "recovered/resolved". Onset dates of events were added and updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.